Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A patient reported the implantable neurostimulator (ins) devices don't last nearly as long. The patient noted the ins only lasted 2 years. Additional information from the healthcare professional (hcp) reported the patient has not been in the office. The hcp noted she lives 5 hours. Additional information from the patient reported nothing led to the circumstances of the devices not last long.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.